Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the image disappearing intermittently could not be identified. However, it's likely the cause is related to the use of a non-olympus device (electric scalpel) that was used in conjunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was evaluated onsite by an olympus field service engineer (fse). The evaluation found that the reported problem of intermittent image loss was due to interference from a non-olympus cautery unit in conjunction with a cord placed under the bed for the picture-in-picture function. To resolve the problem, the cable was rerouted and the system was tested using an olympus cautery device, whereupon, the reported problem did not occur. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was intermittently lost during a procedure when using the olympus, model cv-190, evis exera iii video system center, with multiple devices. The intended procedure was completed using the same olympus, model cv-190. There was no patient injury, associated with the event, reported to olympus. This is report #2 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional report.